Manufacturer narrative:
Based on information provided, it cannot be determined that the bleeding was related to v.a.c.® granufoam¿ dressings. It is unknown when the foreign body alleged to be v.a.c.® granufoam¿ dressings was placed in the wound. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. This report is being filed due to possible use error. Device labeling, available in print and online, states: warnings with or without using v.a.c.® therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts)/organ infection, trauma, radiation, patients without adequate wound hemostasis, patients who have been administered anticoagulants or platelet aggregation inhibitors, patients who do not have adequate tissue coverage over vascular structures. If v.a.c.® therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c.® therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c.® therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. Protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy. Keep v.a.c. Therapy on: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy, or apply an alternative dressing as the direction of the treating physician. Dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Foam removal: v.a.c.® foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces are removed as were placed. Foam left in the wound for greater that the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing the foam from the wound or lead to infection or other adverse events. If dressing adheres to wound consider introducing sterile water or normal saline into the dressing, waiting 15 - 30 minutes, then gently removing the dressing from the wound. Regardless of treatment modality, disruption of the new granulation tissue during any dressing change may result in bleeding at the wound site. Minor bleeding may be observed and considered expected. However, patients with increased risk of bleeding, as described on page 8, have a potential for more serious bleeding from the wound site. As a precautionary step, consider using v.a.c.® whitefoam¿ dressings or non-adherent material underneath the v.a.c.® granufoam¿ dressings to help minimize the potential for bleeding at dressing removal in these patients.

Event description:
On 15-jan-2019, the following information was reported to kci by the family member: the patient reported that he woke up in the middle of the night and alleged the activ.a.c.¿ ion progress¿ remote therapy monitoring was "not working." Later that day, the home health agency nurse arrived, and the foreign material alleged to be v.a.c.® granufoam¿ dressing was allegedly "stuck" in the patient's wound bed. The home health agency nurse manually removed the foreign material which allegedly caused an arterial bleed that resulted in hospitalization and cauterization. The patient was admitted to the hospital. On 22-jan-2019, the following information was reported to kci by the nurse: the activ.a.c.¿ therapy system allegedly stopped working in the middle of the night and when she arrived to change the dressing she was able to remove the dressing which allegedly caused the wound to bleed. The patient had to go to the emergency room and underwent cauterization to resolve the bleeding. On 13-feb-2019, the following information was reported to kci by the patient: the v.a.c.® granufoam¿ dressing lot number is unknown as the dressing was discarded. Per review of kci records, activ.a.c.¿ therapy system was discontinued on 02-feb-2019, as outcome of therapy - therapy goal achieved: adequate granulation tissue formation. On (B)(6) 2018, the physician noted the patient alleged experiencing bleeding from the pilonidal cyst area. On (B)(6) 2018, the physician noted the patient continues to have small amount of bleeding and subsequently treated the wound with silver nitrate. On (B)(6) 2018, the physician noted that the patient continues to have recurrent drainage, bleeding and issues with the wound. A device evaluation of the activ.a.c.¿ ion progress¿ remote therapy monitoring is currently pending completion. The v.a.c.® granufoam¿ dressing was discarded therefore a device history review could not be performed.

Manufacturer narrative:
Device manufacturer date: the activ.a.c.¿ ion progress¿ remote therapy manufacture date is 14-feb-2018. Based on the additional information obtained from the device evaluation of the activ.a.c.¿ ion progress¿ remote therapy monitoring, kci's assessement remains the same; it cannot be determined that the bleeding was related to v.a.c.® granufoam¿ dressings.

Event description:
On 05-dec-2018, the device was tested per quality control procedure by kci field service, and the unit passed the quality control checks and met specifications. On (B)(6) 2018, the device was placed with the patient. On 28-feb-2019, the device was tested per quality control procedure by kci quality engineering and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.